Event description:
The customer reported that the monitor suddenly displayed a great deal of pixels and then went black during a procedure. An alternate system was required to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The swiveling cable was replaced. The system was then found to be operating as intended.